Event description:
It was reported that on two occasions, the ventilator shut down and came back on with a displayed reset while connected to the patient. It is unknown if the ventilator audibly alarmed when the reported problems occurred. The health care specialist found no problems with the ventilator when a ventilator check was performed. The patient was placed on another ventilator on (B) (6), 2009. No reported harm to the patient.